Event description:
It was reported, the patient no longer had stimulation and the charging system would not locate the ipg. A replacement charging system was sent to the patient, but neither charger would communicate with the ipg. Follow up identified the patient was to obtain a physician in order to resolve the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.